Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was explanted due to insulation breach. The lead was replaced. No further information was provided.